Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The clip applier instrument was found with one grip bent. The clip test was performed multiple times and failed. The root cause of bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. The additional observation reported by site are the instrument was found to have a loose grip cable at the distal end. The root cause of loose instrument grip cables is attributed to a component failure. No images or videos were submitted for review. A review of the instrument log for the medium-large clip applier (pn: 470327-12/ batch-sequence: n10190316 0114) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 11 uses remaining. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint and fa investigation, the clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier would not click and had a loose wire. The procedure was completed with no reported injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a2-a5, g3, g6, h2, h6 and h10. Intuitive surgical, inc. (Isi) completed customer follow up and obtained the following information: the clip applier instrument was inspected prior to use and there was no damage noted. There were no reported instrument collisions during use and the surgeon used med/large hem-o-weck clips. It was reported that the target vessel no greater than 10mm in diameter at the time of use. The surgeon swapped out for another clip applier instrument and completed the procedure with no reported patient injury.